Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes, the device experienced whole tube push off. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: heparin tube was push off while blood collection by it self.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a video was provided for investigation. The video was reviewed and the indicated failure mode for tube push off was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of tube push off based on the returned video. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes, the device experienced whole tube push off. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: heparin tube was push off while blood collection by it self.